Manufacturer narrative:
Corrected to add "operator of the device" = health professional and "device use at time of event" = treatment. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Patient details were requested however the hospital would not provide them.

Event description:
It was reported to philips the device did not discharge during emergency defibrillation of patient with ventricular fibrillation. Another defibrillator was needed in order to treat the patient. We are considering this event to be a serious injury based on the report that the life-threatening treatment was interrupted requiring the use of another defibrillator. However, no direct adverse event to the patient or user was reported. No ECG monitoring strips or case event files were provided to philips for review. A philips field service engineer (fse) evaluated the device and was unable to duplicate the issue. No parts were replaced. The device passed all performance assurance tests and was placed back into use with the customer. Philips was not able to confirm the reported malfunction. Because the problem could not be recreated, the cause cannot be determined.